Event description:
Pi drill stopped working and the drill bit could not be removed. Resident stated that the drill had felt hot. A new drill was obtained. Orl (otorhinolaryngology) was notified. The overheating drill was taken off the field. Or 42 pi drill # 020 product #5407-fa2-000.